Event description:
The physician had attempted to detach the coil into the internal carotid-posterior communicating artery (ic-pc) aneurysm. As the physician was verifying that the coil had detached successfully under fluoroscopy, it was noted that the coil was still attached to the pusher wire. The coil became stretched and detached from the pusher wire. The physician attempted to retrieve the coil using a microsnare, but was unable to remove the coil. The coil protruded from the aneurysm into the parent vessel. There were no reported clinical consequences to the patient.

Event description:
The physician had attempted to detach the coil into the internal carotid-posterior communicating artery (ic-pc) aneurysm. As the physician was verifying that the coil had detached successfully under fluoroscopy it was noted that the coil was still attached to the pusher wire. The coil became stretched and detached from the pusher wire. The physician attempted to retrieve the coil using a microsnare but was unable to remove the coil. The coil protruded from the aneurysm into the parent vessel. There were no reported clinical consequences to the patient.

Manufacturer narrative:
A device history record review confirmed the device met all material, assembly and performance specifications. The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Based on the available information it was concluded that the most probable cause for the event was operational context.

Manufacturer narrative:
(B) (4). Coil protrusion.